Event description:
Perclose device failure after sheath removal. Patient's right groin had to be manually held for 30mins and femstop applied. 3 other perclose devices were successfully used afterwards. We were unable to determine which of the 4 perclose devices failed: lot: 12773-03, ref: 4101743, lot: 12773-03, ref: 4110141, lot: 12773-03, ref: 4110141, lot: 12773-03, ref: 4110141.